Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the failure of the camera cable due to the unexpected stress being applied to the camera cable by the user handling. Olympus stated the appropriate handling of ch-s400-xz-eb and the counter measures against abnormalities in the instruction manual of ch-s400-xz-eb.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the endoscopic image was not displayed when connecting the device to the video processor due to the failure of the camera cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before the procedure, it was found that the endoscopic image was not displayed. There was no report of patient injury associated with the event.